Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg will not fully charge due to migration. Database analysis was observed and revealed no anomalies. The patient underwent a revision procedure wherein the ipg was repositioned and sutured to prevent from tilting. The patient was doing well postoperatively.